Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when they were first setting up the tube feeding, they poured the formula in the bag and it immediately started dripping out of the connection where the bag goes into the tubing. There was no patient harm.

Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: when they were first setting up the tube feeding, they poured the formula in the bag and it immediately started dripping out of the connection where the bag goes into the tubing. No patient injury/harm was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. The reported device was returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and the bushing tube. The root cause is determined to be manufacturing/process related. A corrective action was initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.